Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards initiated a thorough investigation into our manufacturing, sterilization processes and experience history, concluding that edwards¿s valve was not the source of infection with rhizopus. Fungal endocarditis is not rare. It usually develops in patients with surgically traumatized hearts, to whose blood fungi have gained access, perhaps during temporary impairment of host defenses. Although the blood is cleared, the fungus can establish itself in the endocardium, where it grows. Environmental fungi can reach the blood via indwelling catheters and i.v. Needles and flourish in peri-catheter sleeve thrombi or in the endocardium. Infections also may be from the skin or inhalation. Patients suffering from immunocompromising conditions are most at risk to develop this type of infection. It is concluded that the likely reason for occurrence may be that fungi gained access to the patient from the environment, during impairment of host defenses. The event was not attributable to the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a voluntary event report that a patient expired. The patient underwent aortic valve replacement (avr) with a magna ease valve and aortic root enlargement in 2015. The patient was transferred to the hospital for a washout and aortic valve clot extraction. The washout was (B)(6) for mold. Through follow-up, it was learned that patient arrived at (B)(6) hospital from an outside hospital with rhizopus mediastinitis infection. The species of the organism remains unknown. The patient was a (B)(6) year-old female with a 25 mm bioprosthetic valve implanted for twenty five (25) days. The avr surgery took place in (B)(6) hospital. Through the autopsy report, the patient was a (B)(6) year-old women with past medical history of a bicuspid aortic valve, aortic stenosis and regurgitation who underwent aortic valve replacement and aortic root enlargement at an outside hospital, which was complicated by injury of the right and left coronary arteries, mediastinal bleeding requiring large amounts of blood products and initiation of va ECMO. She was transferred to (B)(6) center on (B)(6) 2015 for ongoing management. The major findings at autopsy include continued extensive rhizopus mediastinitis and disseminated rhizopus infection, both of which would have made her heart transplantation infeasible. The rhizopus infection extended from the open wound, through the mediastinal tissues, into the pericardium, down into the diaphragm, and heavily into the aortic root. From the aortic root, it involved the subaortic myocardium and finally extended down into the coronary arteries with acute luminal thrombosis, likely causing the widespread acute infarcts seen in her right and left ventricles. Overall, autopsy findings show that this patient passed away from a severe, refractory, disseminated rhizopus infection, likely originating from her chest wound.